Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an "unreadable part of the main display" was confirmed during product evaluation. However, the assignable cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. The user interface module software version is 5.04.00. A service history review revealed that this device was not previously serviced for the reported condition. However, during previous service the main display was replaced.

Event description:
The facility representative reported a colleague infusion pump with an "unreadable part of the main display". It is unknown when this condition occurred. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. The user interface module software version is unknown at this time. No additional information is available.